Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited interrogation difficulties. Technical services (ts) was contacted, and ts helped troubleshoot. It was discovered the health care professional (hcp) was attempting to interrogate with an subcutaneous implantable cardioverter defibrillator (s-ICD) wand. Troubleshooting continued but interrogation was still not successful. The ICD system remains in service. No adverse patient effects were reported.